Event description:
Cst noted that the blade on the knife handle was broken and was missing a small piece; piece could not be located on the field or around the patient; an xray was obtained of the surgical site area and no retained foreign body was noted. FDA safety report ID# (B)(4).